Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain alarm at the end of therapy. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative (tsr) explained the meaning of the alarm. During troubleshooting, it was discovered that the patient did not connect the normal dextrose solution the previous night. The tsr discussed the use of continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.